Event description:
It was reported that rf telemetry on the device did not function after an MRI. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.